Event description:
It was reported that the monitors on the 9900 system have experienced intermittent dimming of both right and left monitors during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure mode has a work-around which disables the auto brightness feature, however, the customer chose not to make the correction and to wait for a permanent solution.